Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used on (B)(6) 2013. According to the complainant, during unpacking, the bottom part of the sterile packaging was not sealed. There was no patient and procedure involved in this event.

Manufacturer narrative:
(B)(4). Although the device has been received for analysis, the failure analysis of the complaint device has not been completed. Upon completion, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that one functioning device was returned without deformities. The original package was returned but has been tampered. The chevron seal of the pouch has been cut and the bottom of the pouch has two separate kinds of tape placed on it. The pouch was unable to be measured to verify if it was sealed or not. The reported complaint event could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used on (B)(6) 2013. According to the complainant, during unpacking, the bottom part of the sterile packaging was not sealed. There was no patient and procedure involved in this event.